Event description:
A sales rep called baxter corporate product surveillance to report a clearlink catheter extension set which broke. According to the report, the facility used the set with a power injector to inject contrast for a CT scan and the extension set leaked from an unknown location. The facility staff is aware that the sets are not approved for use with power injectors, yet they insist on using them incorrectly. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.